Event description:
A 3.0mm diameter x 18 mm length endeavor otw drug-eluting coronary stent delivery system was implanted into a pt for the treatment of an rca lesion. It was reported that the pt was experiencing a heart attack condition at the time of procedure. The vessel morphology was reported to be calcified. The physician had a difficult time getting balloons down to pre-dilate and ended up using a rotablator device prior to and post completion of pre-dilation. The physician attempted to advance a 2.5 x 8 endeavor stent but could not get the stent to cross lesion and the stent came off the balloon. The dislodged stent was deployed against the vessel wall in the proximal portion of the rca (see MFR#2953200-2008-00419). The physician attempted to advance a 3.0x18 endeavor stent but it dislodged and was never retrieved. The pt was reported to be fine.

Manufacturer narrative:
(Unknown stent location), evaluation: results: lack of info (device not returned, no cds, films or operative reports were provided). (Difficult vessel). (Embolism/device). Evaluation: conclusion: lack of info (device not returned, no cds, films or operative reports were provided).